Event description:
Durina a lap colectomy procedure, the surgeon put the device in place and some time the device tore in two pieces. This happened with two devices. It was noted tht the surgeons hand was lubricated and no metal instrument had been introduced. There were no adverse consequences to the patient.